Manufacturer narrative:
There is no indication service was dispatched for this event. As of (B)(4) 2009, the customer stated no further issues from the lab. This reportable event was identified during a retrospective review of product complaints conducted from january 1, 2008 through october 23, 2010 for add'l reportable events.

Event description:
The affiliate reported, the customer alleged low sodium (na) pt results involving unicel dxc 600 synchron system. The customer suspected bacterial contamination based on the erratic results of the two unicel dxc 600 system. Both systems were decontaminated. The low sodium results were questioned by physicians. It is unk if the erroneous results were released out of the lab. There has been no report of pt injury or change in pt treatment associated with this event.